Manufacturer narrative:
This report is submitted on july 14, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023 due to electrode migration. The patient was re-implanted with a new device in the same procedure.